Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleged her onetouch ultra2 meter was reading inaccurately high compared to her feelings or normal results. This complaint was classified using the customer care advocate (cca) documentation. On (B)(6) 12 at 1:00pm, the patient reported upon waking, she tested her blood glucose as usual and obtained a result of "high glucose." The patient reported typically testing her blood glucose 4 times per day. The patient reported using novolog insulin pump therapy based on readings to obtain her diabetes. On (B)(6) 2012 at 1:00pm, the patient reported administering 10 units of novolog insulin based on the meter reading and went back to bed. She had not yet eaten anything at all, that day. She said, she typically gets up between noon -1pm everyday and tests immediately upon getting up. The patient confirmed she did not eat anything due to the meter reading high. The patient stated her son came home about 45 minutes later and found her in bed "almost passed out, sweating and incoherent." The patient's son reportedly tested her on the meter and it read "high glucose" again at approximately 1:45pm. He then gave her an additional 10unit of novolog and within 10 minutes she began to have convulsions. The patient's son then reportedly called emergency medical services (ems), they arrived within 5-10 minutes. The patient reported that ems tested her on their ems meter and it read "20mg/dl." She was treated between 2-2:30pm with IV glucose and she started to come more aware. She refused to be taken to the hospital and reported that she felt better. She couldn't recall the paramedics testing her again. Her son gave her some soup and the paramedics left. She did not test her bg using any other meter this day, but confirmed she has a back up meter which she has been using since then. Customer stated that she is asymptomatic and has hypoglycemic unawareness. The patient reported that she had last tested on the meter the night before between 10pm-12am but couldn't recall the result. At the time of troubleshooting, the cca documented that the subject meter was in the correct unit of measurement, and the patient's test strips were in good condition. However, a control solution test was not run due to the patient not having control solution available. Based on the information provided, this complaint is being reported because, the patient alleged she obtained an inaccurately high reading, administered excessive insulin, developed symptoms suggestive of severe hypoglycemia and required medication intervention from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.